Manufacturer narrative:
Section a patient information cannot be provided due to canada privacy regulations. H3: medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. Medtronic conducted an investigation based on all information received. It was reported that during use on a patient requiring supported breaths while on continuous positive airway pressure (CPAP), the 980 ventilator activated backup ventilation mode. This unit was not made available to medtronic for evaluation. The customer inspected the unit, found that the mix accumulator tubing was loose, and reinstalled the tubing to address the issue. With the information available, the suspected cause of the event was isolated to a loose connection to the mix accumulator. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use on a patient requiring supported breaths while on continuous positive airway pressure (CPAP), the 980 ventilator activated backup ventilation mode. The patient was transferred to an alternate ventilator with no injury.